Event description:
The event occurred in china. It was reported that the error message ¿b temp¿ occurred on the rotaflow console during use. The device was exchanged during use with another one. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿b temp¿ occurred on the rotaflow console during use. The device was exchanged during use with another one. No harm to any person has been reported. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician. The technician was able to reproduce the reported failure "b temp error". The battery pack with fuse (article number 70101.7188) has been replaced. The device was tested and sent back to the user. The reported failure "b temp error" was investigated by the getinge life cycle engineering (lce) and the root cause could be determined as a displaced contact of the connector on the battery pack. This led to the reported error. Based on the investigation results the reported failure "b temp error" could be confirmed. A device history record (DHR) review was performed on 2022-09-23. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).